Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Therapy date of concomitant device is unknown. Non healthcare professional. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported than on an unknown date, it was noticed by the sterile processing department (spd) that there were three devices that were damaged: the top of the universal chuck with t-handle was bent, the tip of flexible shaft flared out and was bent, and the tip of the trocar was bent. There is no patient and surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR, device manufacture date: DHR review was completed. Part: 352.044, lot: 9660744, manufacturing site: bettlach, release to warehouse date: 07.october 2015. The device history record shows this lot of 4 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: customer quality conducted an investigation of the returned device. Flow: damaged: visual (appearance not as expected). Visual inspection: the flexible shaft (part: 352.044, lot: 9660744, mfg: 07.october 2015) was received at us cq deformed. The distal tip, the coupling component is bent outwards. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis could not be completed due to post manufacturing damage to the distal tip. Document/specification review: the following drawing were reviewed: flex.. Coupling: DHR review showed no ncr¿s were generated during production. Conclusion: the complaint condition is confirmed as the flexible shaft (part: 352.044, lot: 9660744) was received deformed. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its nearly 3 year life span. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.